Event description:
It was reported that the patient's leads were fractured, and the patient was experiencing discomfort at the ipg site. Imaging confirmed that the leads were fractured. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg and leads were explanted and replaced to address the issue.